Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor errors, unexplained no delivery alarms, screen peeling off and big crack where reservoir in. Customer's blood glucose value was unknown. The customer declined troubleshooting technical support. The device will not be returned for analysis.